Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual insulin and insulin pen for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain, difficulty in breathing and strong heartbeat. The customer stated that the auto mode feature was not active. Customer did not allege pump was under delivering. Customer stated that at the time of call the blood glucose value was 328 mg/dl and before the call ends her blood glucose went down to 311 mg/dl. The insulin pump will not be returned for analysis.